Event description:
It was reported that the zimmer dermatome lost air pressure during case. Add'l clinical f/u indicated the dermatome stopped abruptly during the procedure while the pt was under general anesthesia. The pt remained anesthetized while a loaner dermatome was borrowed from a neighboring facility which took an estimated 1 hr. The planned procedure completed satisfactorily with the borrowed dermatome. It was reported that there was no pt injury or any medical/surgical intervention required due to problem with the dermatome or the resulting extended anesthesia time.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 15 yrs old and is not an out of box failure and has been returned for repair previously on (B)(4) 2005. The inspection found the device did not run. The head and the control bar were slightly nicked. The thickness setting calibration was out of the specifications at "0" and "10" settings. The position of the control bar was just slightly above the masterblade. The handpiece did move smoothly. The bottom bearing in the bearing stack was frozen. The gears were rough but not frozen. The handpiece was dirty inside. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.